Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred after a gastric sleeve procedure wherein a fistula formed at the gastric fundus. Re-surgery with esophageal prosthesis positioning was done to resolve the issue. The patient hospitalization was extended for one week due to the problem.